Event description:
It was reported that sutures are used to close blepharoplasty incisions on (B) (6) 2010. The patient returned on post-operative day seven for routine suture removal. After the sutures are removed, the patient returned with wound dehiscence and required re-suturing.

Manufacturer narrative:
(B) (4). (B) (4). Wound dehiscence. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information: the actual device batch number associated with this event is not known. The following is a possible batch number: batch cbp654. In addition, a review of the batch manufacturing records for the possible batch number was conducted and the batch met all finished goods release criteria.